Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0454552v, implanted: (B)(6) 2004, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0454552v, implanted: (B)(6), product type: lead. (B)(4).

Event description:
It was reported the patient had impedance issues and the manufacturer representative (rep) first saw the numbers on the day of the report during a routine check. The rep had no historical impedances to compare against and ran the test at 3 volts. The electrode combination of case and 1 was 4,914 ohms, 0 and 1 was 6,219 ohms, 0 and 3 was 4,713, 1 and 2 was 4,713 ohms, and 1 and 3 was 6,450 ohms. The other combinations were within the normal range. The patient had no shocking or new side effects, but his dystonia was ¿quite bad,¿ his head was tilted to the right side, and his body was contorted to the right side. He had limited benefit since implant. No interventions or patient outcome were provided, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-04780 as the patient had two implants and it was not specified which was the issue.